Event description:
During baxter's functionality testing of a spectrum pump, it failed to deliver the programmed amount by 10%. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was found out of specification in relation to the reported flow rate error >10%, which was reproduced as under infusions. The unit was calibrated to correct this condition.